Event description:
It was reported picclines can leak air when aspirating and checking for backflow. It was noticed it on several occasions, but it is only on the new ones that have a small yellow "hat" where leaders in the PICC line enter. The old ones had a slightly larger yellow "hat". No patient impact reported. It was reported this occurred with fourteen devices. This report addresses the seventh device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.